Event description:
New information received notes the atrial lead had continued noise. Programming changes were made to restore normal parameters. The patient was stable.

Event description:
It was reported a patient's atrial lead presented with oversensing noise and inappropriate automatic mode switch (ams). No changes were reported. The patient was stable.